Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n170500003, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The patient reported that they had a couple of surgeries done: a radiacal hysterectomy in (B)(6) 2009 and torn diaphram surgery in (B)(6) 2009 with no medications. The patient had difficulty breathing. The patient was told there were enough pain meds from the pain pump, so they never gave the patient any other pain meds. The patient was crying it hurt so bad. The surgeries were done 6 to 8 weeks post implant. The patient had never abused drugs or anything else, so they should have known the drug infusion system was not working properly and given the patient another form of pain medication, but they did nothing for the patient. The indications for use were non-malignant pain and rsd/causalgia-complex regional pain syndrome. The medications being delivered via the system were unknown. Drug information and the lot numbers were unknown. The patient's outcome was unknown. If additional information becomes available, the event will be updated.